Manufacturer narrative:
We have received the device for evaluation. However, we were unable to replicate the reported defect. Device was found to operate properly when the run or the window lock button was pressed. Upon disassembly of the housing, we found moisture inside the core tube, motor and the pcb. The root cause of the issue was determined to be motor damage due to water ingress. It is possible that the device handling technique and improper sterilization process at the hospital could have contributed to this incident. The seal failure was likely due to wear from repeated cleaning, use and sterilization that led to water ingress into the inner components of the handpiece intermittently affected the motor functionality. Our IFU states not to remove the cable from the handpiece and secure the cable end with the protective cap during sterilization. We currently have a corrective and preventive action (CAPA) open to investigate this issue. There was no impact on the patient's health as the result of this incident.

Event description:
During pre-use check, the motor of the resector stalled. The control unit attached to this resector displayed the issue properly by flashing orange light.